Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed, and there was braided mesh exposed on the shaft. Fluid pathway leak was observed on the delivery system. There was a mechanical issue with the shaft of the delivery system. The articulation of the delivery system was out of plane. The delivery system shaft was mechanically kinked/buckled. There was a visual observation with the delivery system. The analyst noted the full delivery system was returned with the device intact in the sheath. Braided mesh is exposed on the shaft at 3.1 cm from the distal end of the delivery system. There is a water leak between the luer housing and tether lock insert. The luer nut on the luer housing is loose. There is a kink/buckle in the shaft at 5 cm from the distal end of the delivery system. The lumen is damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of the leadless implantable pulse generator (ipg), the delivery system was flushed; however, flushing did not result in air removal from system as expected. With 100cc of flush passed through the system, air pockets were still being forced from the system via the device cup. Some significant leakage was noted from the tether insertion point and the tether lock was confirmed to be locked. A repeat 100cc flush was done after an unlock/relock maneuver and with a finger placed over the tether insertion point; however, air was still coming from the system suggestive of air ingress into the lumen. The delivery system was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.